Event description:
Scrub technician starting initial count notice the particulate material inside the x-ray detectable sponge. (B)(6) operating room #1 on (B)(6) 2019 about 1100hrs. No staff or pt injured, custom pack broken down and trashed another pack opened without incident. Psr # (B)(4) submitted. FDA report filed. Certified scrub tech opened the pack, product sterile, and packed in manufactured packaging expire on 01/31/2022, lot #1364404. Product should be free of foreign debris. Incident of this type has been occurring and tracked. Vendor poc for the (B)(6) notified, product turned over to (B)(4). FDA safety report ID# (B)(4).